Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The 2.5 x 18 xience alpine referenced, is filed under a separate medwatch report number. Date of implant is estimated.

Event description:
It was reported that the index procedures took place on (B)(6) 2017 during which a 2.5 x 15 mm xience alpine and a 2.5 x 18 mm xience alpine were implanted for treatment of unspecified vessels. The patient was readmitted to the hospital on (B)(6) 2017 for sepsis and other unspecified cardiac vascular symptoms. Unspecified treatment was administered to the patient. Final patient outcome is reportedly unknown. No additional information was provided.